Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, high out of range pacing impedances measurements were observed. The anomaly was unresolved and the lead removed and replaced in absence of adverse patient effects. The lead is expected to be returned for laboratory analysis.